Event description:
A customer reported a dull knife during surgery. The knife was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the complaint experienced by the customer cannot be determined. (B)(4).